Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a time/date issue with the pump. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The patient¿s guardian called back and reported that the time/date had reset to default after battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.